Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (67 mcg/ml at 47 mcg/day) and dilaudid (18 mg/ml at 12.5 mg/day) via an implantable infusion pump. The indication for use was spinal pain. It was reported that the patient had been having withdrawal symptoms for two weeks. The pump was interrogated and a stall was confirmed to have occurred beginning at 10:48. The pump was aspirated and the hcp got 13cc when the expected was 4.8cc. It was confirmed that there was no electromagnetic imaging/magnetic sources present. It was reported that the pump would be replaced and returned for analysis. No further complications have been reported as a result of this event.